Event description:
Customer reported a monitor failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired wires in the interconnect cable and power cord. System operates as intended.